Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection confirms the t-handle has discoloration on the springs of the device. This device is also excessively worn. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal any complaints for the listed batch. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during set up for an internal fixation surgery, the springs of a t-handle were rusty and item was unable to be cleaned. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.